Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a migration and endoleak. Aneurysm and vessel morphology are unknown. It was reported that the patient had another manufacturer's thoracic stent graft implanted six months ago. However, the distal stent graft has migrated proximally and there is a big endoleak. The patient presented emergently due to the endoleak, however the aneurysm did not rupture. The patient had a cardiac arrest when they were transferred to the operating room. The physicians quickly did resuscitation for the patient. The patient was kept stable with another manufacturer's balloon up in the descending aorta. The physician tried accessing the sma but could not. This took approximately 30 mins. They decided to abandon the plan to periscope the sma, and to cover the sma. A valiant captivia was placed distally overlapping 40mm with stent graft from another manufacturer previously implanted. The sma and both renal arteries were preserved with good flow. There seemed to be a slight type 1 endoleak immediately after implant. The stent graft was molded with both a reliant balloon and another manufacturer's balloon. The physician was satisfied with the results, but wants to consider putting another extension piece, but none was available. The patient's blood pressure dropped whenever they deflate the balloon that was placed in the descending aorta. They decided to put a lung drain in to relieve the lung pressure built up. About 3 liters of blood was drained. Still the blood pressure was dropping by the minute. Finally, the physicians made a decision to ask the family members to come into the operating room to see the patient as they do not think that the patient can make it if he is transferred to the ICU. The patient passed away within a day of the procedure due to loss of blood pressure. The exact date of death is unknown.

Manufacturer narrative:
Method: (film).

Manufacturer narrative:
The exact date of death is unknown. (B)(4). Evaluation results: inherent risk of procedure (death, blood loss), (cause of event is unknown). Evaluation conclusions: (cause of event is unknown).

Event description:
Additional information was received as follows: there was still a slight endoleak after the ballooning but the physician felt it was a type IV endoleak due to the porosity of the stent graft so the physicians were satisfied with the results. Additionally films were received and reviewed as follows: another manufacturer's thoracic device had been implanted; there appeared to be an inadequate distal seal with a large distal type I endoleak. A valiant stent graft was then seen implanted within the other manufacturer's stent graft; 4 stent rings extended distally from that stent graft. Following ballooning, no apparent endoleak or other stent graft issues were seen with the valiant.